Manufacturer narrative:
Citation: terzian z et al. Causes and temporal trends in procedural deaths after transcatheter aortic valve implantation. Archives of cardiovascular disease 2017 apr 11. Pii: s1875-2136(17)30064-5. Doi: 10.1016/j.acvd.2016.12.008. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding causes of procedural deaths after transcatheter aortic valve implantation (tavi). All data were collected from a single center between october 2006 to april 2014. The study population included 601 patients (predominantly male; mean age 83 years), 211 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 45 deaths occurred. Causes of death were placed within four broad categories: heart failure, cardiac rupture, intensive care complications, and vascular complications. Causes of the death were also placed within smaller subcategories, which included: 7 left ventricular dysfunction, 3 aortic regurgitation (2 paravalvular leak, 1 prosthesis dysfunction), 3 mitral regurgitation, 3 periprocedural myocardial infarction, 3 arrhythmias, 8 aortic annulus rupture, 4 left ventricular perforation, 4 bleeding, 1 mesenteric ischemia, 7 infection, 1 acute kidney injury, and 1 frailty. Multiple manufacturers were noted; based on the available information a direct correlation could not be made between these deaths and medtronic product. Among corevalve patients causes of death were placed within the four broad categories: heart failure (2.4%), cardiac rupture (1.4%), intensive care complications (1.4%), and vascular complications (0.4%). Of note, the two annulus ruptures observed with the medtronic corevalve occurred during balloon predilatation, and were not directly related to the use of this prosthesis itself. No further details were provided regarding the other corevalve patient deaths. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.